Event description:
The patient felt the effect was not as good as before and returned to hospital for further testing. It was confirmed that the lead was broken via device interrogation and x-ray. Additional information has been requested.

Manufacturer narrative:
(B)(4).